Event description:
Pt was implanted with the sternal cable system. It is unknown as to when these devices were implanted. On (B)(6) 2013, the devices were removed from the pt. Pt had reported infection. Mediastinal exploration, washout and placement of wound vac took place. Then on (B)(6) 2013 the pt received a debridement of mediastinum with closure.

Manufacturer narrative:
The part and lot number were not able to be investigated because the user facility was not able to locate these info. No further info was able to be gathered from the user facility. According to the user facility this pt did not follow post operative instructions. This is listed in the contraindications section of the IFU that was supplied with the product.